Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue of the fiber optics not being operational. The fse connected the fiber optic tester with the trainer and balloon and the fiber optic performance came back satisfactory, the fse could not confirm the reported. Unrelated to the reported event, the fse installed the 2500 hr maintenance kit due to hours accumulated. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while initializing use on a patient the fiber optic connection was not working on the cs300 intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.